Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a b30 scope communication error and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that an insufficient or unstable connection at the plug unit led to the b30 scope communication error and the absence of an image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.